Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were several episodes of non-sustained rv oversensing due to myopotentials. Reprogramming was recommended to resolve the event. Further information has been requested but not yet received.